Event description:
A high blood glucose level of 508 mg/dl was reported by the customer. Cause was not known. To address the high blood glucose, the customer administered a correction bolus via the pump. Technical support guided the customer to inspect various components, such as the infusion set and t:lock connection. Drops of insulin were observed at the end of the tubing after corrective actions. The customer was advised to consult a healthcare professional to discuss potential factors affecting their blood glucose and to replace supplies as necessary. The customer acknowledged the recommendations and planned to resume insulin administration.